Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mle403 and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of eleven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 4 sutures reported with issue noticed in same procedure/single patient event? If yes, were all 4 qty involved for issue "suture dislodged from the swage" noticed upon opening and in the package? Or during/after dispensing before use on patient? Or during use on patient while suturing?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the suture dislodged from the needle. It was unknown what was used to complete the procedure. There were no adverse patient consequences reported.